Manufacturer narrative:
The reagent lot number was 81702401 with an expiration date of 31-aug-2025. Calibration and qc trace were acceptable as well as the customer's pre-analytical handling. The field service engineer (fse) replaced the sample probe, lamp, and cuvette. No further issues were reported after the service visit. The investigation determined the service actions resolved the issue. E1 initial reporter establishment name: (B)(6).

Event description:
There was an allegation of a questionable triglyceride result for one patient sample tested on the cobas c 503 analytical unit. The initial result was 446 mg/dl. The repeat result was 76.6 mg/dl. The initial result was questioned as it did not match the patient's previous results and was not reported out.